Event description:
It was reported that there was a malfunction on a pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.